Event description:
The customer reported communication loss for the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported comm loss for this central nurse's station (cns). According to the customer, the h1k server had been knocked offline due to a power surge from inclement weather. They replaced the power plugged to the server and that restored the power to the server. The cns cameback online sending vitals. There was no patient injury reported. Investigation summary: the root cause for communication loss is power loss due to environmental factors. The customer reported that inclement weather caused a power surge which knocked the host1000 server offline. Power to the server was restored and the issue was resolved. There is no evidence of an nk device malfunction. Manufacturer references # (B)(4).

Event description:
The customer reported communication loss for the central nurse's station (cns).

Manufacturer narrative:
The customer reported comm loss for this central nurse's station (cns). According to the customer, the h1k server had been knocked offline due to a power surge from inclement weather. They replaced the power plugged to the server and that restored the power to the server. The cns cameback online sending vitals. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.